Event description:
It was reported that when using the pyxis medstation es system drawers 4.1 and 4.2 were not detected on the communication bus. The customer stated that there was a minor delay in dispensing medication and users required to request needed medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the communication bus. A field service engineer replaced the drawer control board on main half-height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.